Event description:
The patient received the scs system on (B)(6) 2008. It was reported that patient's charging system is unable to locate the ipg. Patient programmer is able to communicate and patient has stimulation coverage. A replacement charging system has been sent to the patient.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.